Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the stain (foreign material) inside the lg-lens was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. A probable cause was that humidity invaded the lg-lens which led to corrosion, with applied physical stress to distal end such as hitting and dropping and/or lg-lens, and glue peeled off by chemical stress such as chemical solutions used for the device. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was discoloration inside the light guide lens. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the switch box had a dent. The air/water cylinder had no color. The suction cylinder had no color. The light guide lens had a crack. The adhesive on bending section cover was detached. The connecting tube had a cut. The adhesive around objective lens had a crack. There was corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.